Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It has been reported that the impedance on the atrial lead has dropped and is now low. The lead remains in use and no patient complications have been reported as a result of this event.